Event description:
A customer observed multiple positively biased crbm results on a pt sample on both the vitros 950 and 5.1 fs analyzers. Biased results on the magnitude and direction observed may lead to inappropriate physician action. A pt result was reported and questioned by the physician. Repeat testing via the hplc reference method gave results consistent with the pt's history. There was no report of pt harm as a result of this event.